Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, an insulation damage was noted 28cm distal to the is1 connector pin. In this region the outer conductor coil was fractured. This damage can be considered the root cause of the clinical observation of increased pacing impedance. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore cuts in the insulation were noted as well as blood inside the leads lumen which most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that 67 months after implantation, the ra lead showed an increase in impedance to greater than 3000 ohms. Insulation damage was noted during explantation.